Event description:
Boston scientific received information that one day post implant, this patient's right ventricular (rv) lead had delivered two shocks. It was noted that the lead dislodged and was now in the patient's atrium. A lead revision was performed and this lead was explanted as it is believed to have been to short for this patient's anatomy. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.